Manufacturer narrative:
The t:slim pump user guide states: the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer had experienced a blood glucose (bg) level of 500 mg/dl with moderate ketones. The customer delivered a bolus from the pump and administered a manual injection. Reportedly, the customer had disconnected from the pump and reverted to manual injections for therapy. A system check was performed with tandem technical support (cts), and four one inch air gaps were noted. It was unable to be confirmed if the air gaps were present while the customer was connected to the pump. Additionally, it was reported that the customer had experienced resistance while loading a cartridge. During troubleshooting, cts confirmed that corrosion was present on the pump housing and the corrosion was inhibiting the customer from properly loading the cartridge onto the pump. There was no impact to the customer's blood glucose level due to the corrosion.

Manufacturer narrative:
(B)(4). The investigation has been completed. Based on the analysis, the alleged corrosion malfunction was verified and a different issue was identified. The alleged cartridge air bubble malfunction could not be verified.